Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient had contacted ts to report a heater bag not detected alarm in setup. While troubleshooting with the ts representative, the patient mentioned experiencing a fluid leak during treatment the previous night. There were no reported alarms that had occurred prior to finding the leak. The patient reportedly found fluid leaking out of the cassette door after the treatment was completed. The ts representative advised the patient to discontinue use of the cycler and to contact their pd nurse to inform them of the reported event. A replacement cycler was issued to the patient. There was no reported damage found on the cassette and the cause for the leak was unknown. Upon follow up with the pd nurse, it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pd nurse also confirmed that the patient did not miss any treatments and is trained on performing stat drains, as well as manual pd therapy if needed. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for evaluation as it was reportedly discarded after use. Additionally, the lot number for the cassette was not provided. The cycler was returned to the manufacturer for a physical evaluation.